Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. However, it was noted that it could not switch with auto and manual. Subsequently, after imaging was performed by manual, it became possible to switch to auto and got froze after that. No patient complications were reported.